Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported feeling sensitive to hot or cold temperatures each time they open their mouth to speak.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.